Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports teeth broke while treating pt. On (B)(6) 2014, customer reports tip from the one tooth side of forcep broke off in pt lip when a biopsy was being taken. Tip was removed easily. No harm to pt. Event date not available, (B)(6).